Manufacturer narrative:
The review of the device history record is not complete at this time. If any additional relevant information is identified following completion of the DHR review, the information will be submitted in a supplemental report. Sample analysis: the cuff could be inflated and deflated. When the cuff was inflated and gently manipulated, a gradual leak was observed near the distal collar. The root cause of this leak could not be determined. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.

Event description:
Kimberly-clark received a report stating, "cuff lost pressure after intubation." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).